Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose of 40 mg/dl. It was stated that the customer went into diabetic coma when the paramedics were called. It was stated that the customer was not wearing the insulin pump as she was waiting to be trained on her new pump. The customer's most recent glucose reading was 123 mg/dl. No further info was provided.